Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Concomitant product: normal saline plus potassium chloride (d10 1/2ns + 40meq kcl). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not returned. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off during infusion of normal saline plus potassium chloride ("d10 1/2ns + 40meq kcl"). The event occurred in the pediatric intensive care unit (picu). The pump was restarted. The patient¿s blood sugar was checked and was stable. One additional hourly blood glucose check was ordered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.